Manufacturer narrative:
Results and conclusions summation: dissection is listed in the IFU as a known adverse event associated with coronary stenting. Dissection can be influenced by several factors. The IFU also cautions that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." Additionally, it was reported that pre-dilation was not performed prior to implanting the promus stent and the promus IFU states, "pre-dilate the lesion with a ptca catheter." Although dissection is a known adverse event associated with coronary stenting, a conclusive cause for the reported dissection and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring additional stenting. Device issue: no device malfunction has been reported. It was reported via a trial, that the target lesion was bifurcated distal circumflex that was de novo with mild calcification, mild tortuosity and 75% stenosis. Predilation was not performed. Treatment included placement of four promus stents. During deployment of the 2.5 x 18mm promus stent a grade f dissection occurred distal to the target lesion. The dissection was treated by implanting two additional stents. Residual stenosis was 0%. All stents were overlapping. No additional pt effects were reported. No additional event or pt info is available. You are receiving this MDR report from abbot vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.